Event description:
Patient had an ercp for common bile duct stones. Cook fusion quattro extraction balloon was used for stone sweep and upon inflation the balloon ruptured. An additional extraction balloon was utilized, and the procedure was successfully completed without any complications or patient harm. Cook fusion quattro extraction balloon: 8.5/10/12/15 mm, ref: fs-qeb-b, lot#: w4725370, exp: 05/08/2024.